Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The sample arrived to the cq location and will be shipped to cg labs.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tlmett, batch tmmhdj, batch tlmrea . A manufacturing record evaluation was performed for the finished device tlmett / sxpp1a401 batch number, and no non-conformances were identified. Expiration date: sep/30/2025 date of mfg.: oct/11/2023. A manufacturing record evaluation was performed for the finished device tmmhdj / sxpp1a401 batch number, and no non-conformances were identified. Expiration date: oct/31/2025 date of mfg.: nov/14/2023. A manufacturing record evaluation was performed for the finished device tlmrea / sxpp1a401 batch number, and no non-conformances were identified. Expiration date: sep/30/2025 date of mfg.: oct/23/2023. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former, and one needle suture piece outside the foil packet were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former, and one needle suture piece outside the foil packet were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be crushed and cut caused by a surgical instrument. Besides that, damaged in some barbs near to the suture end and body fluids were noted on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former, and one needle suture piece outside the foil packet were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be crushed and cut caused by a surgical instrument. Besides that, missing barbs and body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former, and one needle suture piece outside the foil packet were received for analysis. During the visual inspection of the returned sample, marks that appeared to be caused by a surgical instrument were observed on the body of the needle. The suture was examined, and it was noted that the end of the suture was crushed and cut, likely due to a surgical instrument. Additionally, missing barbs and body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the lot number of the product used? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please provide the status of the device(s) as it has not been received for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was report a patient underwent an unknown laparoscopic procedure on (B)(6) 2025 and barbed suture was used. The suture breaks when starting to suture in procedure. No adverse patient consequences. Additional information has been requested.